Event description:
It was reported that the pt felt anterior stimulation in their torso and a lack of therapeutic effect. X-rays were performed on (B)(6) 2011, which showed no obvious abnormality. The battery was okay and the lead had not migrated. Later, it was reported that the pt was unable to feel stimulation at 10.5v. The device and leads were replaced on (B)(6) 2011. The pt had 100% coverage of her pain areas and stated it was much better than her last system. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).